Event description:
Atherectomy orbital coronary guidewire tip broke off and migrated to distal lad. Risk of damage to retrieve it outweighed the benefit of leaving the wire tip. Poor and narrow coronary arteries due to moderate to severe calcium buildup.